Event description:
It was reported the patient received two inappropriate shocks from the right ventricular (rv) lead. The rv lead had an apparent fracture, noise and impedance greater than 3000 ohms. The rv lead was capped and replaced. During the replacement procedure, the new rv lead helix did not seem to extend out properly. The rv lead was removed and a different rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.